Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 zip four: 1219. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced two episodes of infusion set bent cannula. The first episode occurred on (B)(6) 2026 and lasted for two days, and the second episode occurred on (B)(6) 2026 and also lasted for three days. Both events resulted in hyperglycemia. The patient¿s blood glucose level was reported as 300 mg/dl, and the events were managed by changing the infusion set and administering insulin using an insulin pen.